Manufacturer narrative:
The complaint could not be duplicated because the device was not returned to the manufacturer for evaluation. Device not returned.

Event description:
It was reported that the suction on the device began to work and then failed. A back-up device was used. There was approximately 100 cc of blood that was discarded. No pre-donated or bagged blood was required. There were no adverse consequences, no medical intervention and no delay reported.